Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 04535 were returned and analyzed. The data files showed that 3 applications were performed with the returned balloon catheter on the date of the event. Additionally, 8 applications were performed with a different balloon catheter and two system notices # (B)(4) ¿the refrigerant delivery path is obstructed¿ and # (B)(4) ¿the system has detected an electrical component failure¿ were received. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking; the valve disk was suspected to be torn. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was intermittently introduced upon aspiration of the balloon catheter. The balloon catheter was removed, and inflation outside of the body was attempted without resolve. The push button was pressed and deflation was performed, but the issue persisted. It was noted that air was not introduced when the balloon catheter was not inserted, therefore the balloon catheter was then replaced, with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath was returned to the manufacturer, analyzed, and tested out of specification.